Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) displayed as high on the continuous glucose monitor. The cause of the high (bg) was due to pump shutting down. Customer reported not doing anything to address high (bg) and allowed the pump to perform normally. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned